Event description:
It was reported that the customer delivered too much insulin. The customer's blood glucose subsequently decreased to a (bg) level displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.